Event description:
It was reported that the patient experienced pain which was caused by an infection that developed at the implant site. No further information has been obtained despite good faith efforts.